Event description:
It was reported that the patient presented for an implant procedure. Upon repositioning of the left bundle brunch (lbb) lead, it was noted that the header of pacemaker was detached and the septum was detached from the screw port. The pacemaker was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of ventricular setscrew came out of the device stuck to the wrench tip was confirmed. Analysis revealed that the v-setscrew became stuck to the torque wrench because the wrench was inserted incorrectly into the setscrew inset by the user/physician. The wrench tip was not aligned with the setscrew¿s hex inset, causing its corners to wedge into the inset walls and become stuck. When the physician removed the wrench, the setscrew stuck to it was pulled out with it. This issue resulted from improper use of the torque wrench by the user/physician. The setscrew anomaly was consistent with having occurred during the procedure.